Event description:
Information received from the field does not address the patient's clinical status but notes 2439 ohms bipolar lead impedance and >2500 ohms unipolar lead impedance. No capture was seen at 5.5 v, 0.8 ms bipolar. The device was programmed to vvir and the patient will be monitored.